Event description:
Eight months following the placement of two cypher stents in the right coronary artery repeat coronary angiography revealed instent restenosis. The pt was successfully treated with balloon angioplasty and stent placement.